Event description:
It was reported that approximately thirteen months after implantation of a vascular stent, the stent fractured. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.